Event description:
It was reported that during use of the intraocular lens (iol), the doctor experienced a lens folding issue. The lens was reportedly implanted; however, was then removed and replaced within the same procedure with the same model and size lens. The capsule could not support the lens. The doctor performed an incision enlargement. The procedure was for the patient's left eye. It was stated that the patient has recovered. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). A review of the manufacturing records was performed. All process operations documented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass disposition. No deviation or non-conformance (ncr) was generated when this lens was manufactured. A review of the raw material/manufacturing procedures in the change control system was done during the period when this lens was manufactured and did not show any change in manufacturing method, inspections, or specifications that were related to the reported complaint. The lens met all specifications prior to release. All pertinent information available to abbott medical optics has been submitted.